Event description:
On 18th april 2023 getinge became aware of an issue with one of our table tops ¿ 115030b0 - modular universal table top used with 115073bc - pair of leg plates, 4-part . As it was stated, during the surgery, the left leg plate broke out of the joint with the table top. Consequently, the patient's leg fell towards the ground. At the time of incident, the table top was in the anti-trendelenburg position and according to the provided information nothing blocked the leg plate. The patient was not harmed. The procedure was completed using a trolley which was pushed under the leg. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely fast unintended movement of leg plate leading to change in the patient's position, was to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our table tops - 115030b0 - modular universal table top used with 115073bc - pair of leg plates, 4-part . As it was stated, during the surgery, the left leg plate broke out of the joint with the table top. Consequently, the patient's leg fell towards the ground. At the time of incident, the table top was in the anti-trendelenburg position and according to the provided information nothing blocked the leg plate. The patient was not harmed. The procedure was completed using a trolley which was pushed under the leg. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely fast unintended movement of leg plate leading to change in the patient's position, was to reoccur. The affected getinge device has been evaluated by the company¿s service technician. The technician pointed that the mounting point of the table top, to which the leg part is fastened with six screws m6x50, was probably sheared off due to careless operation on the screws. The photos were taken and documented. The customer was verbally informed on careful use of the device. The repair was not performed by getinge as the service is provided by a third party company dräger tgm kiel. In the instructions for use (IFU 1150.30 en 18, page 20), the user is informed about danger resulting from improper handling. In the IFU (IFU 1150.30 en 18, page 21), the user is warned that if products/ accessories are not attached properly they may loosen and cause injuries. The user shall ensure that products/ accessories are mounted correctly and that the securing elements (handle screws, catches, levers etc.) Are closed and firmly tightened. The user shall also ensure that moving parts are correctly secured. The user is also warned (IFU 1150.30 en 18, page 21) that when the o.r. Table, the transporter, the table top and the accessories are moved or adjusted as well as during the take-over procedure of the table top, collisions with the patient, with the involved products, or downward positioned parts may occur. The user is advised to watch the o.r. Table, the transporter, the table top and the accessories to avoid collisions. The user shall also ensure that moving parts are correctly secured. In the IFU (IFU 1150.30 en 18, page 79) in chapter ¿maintenance¿, there is a suggestion for visual and functional inspections, which have to be performed before each use, to check whether there are damages to mechanical parts. If the defects are present, the user is advised not to continue to use the product. It is likely that the user utilized the accessory disregarding safety notes and suggestions from the user manual. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As malfunction of the table top was found, it was considered that the getinge device was not up to the specification. Based on all available information we assume that the root cause for the connection point breakage that resulted in the fast unintended movement of leg plate and consequently led to the change in the patient's position was most likely related to the user error. The complaint investigated herein is a single and isolated case. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, d1 brand name, d2 common device name, d4 version or model #, d4 catalog #, d4 serial #, d11 concomitant products and h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 18th april 2023 getinge became aware of an issue with one of our accessories ¿ 115073bc - pair of leg plates, 4-part used with 115030b0 - modular universal table top. As it was stated, during the surgery, the left leg plate broke out of the joint with the table top. Consequently, the patient's leg fell towards the ground. At the time of incident, the table top was in the anti-trendelenburg position and according to the provided information nothing blocked the leg plate. The patient was not harmed. The procedure was completed using a trolley which was pushed under the leg. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely fast unintended movement of leg plate leading to change in the patient's position, was to reoccur. Corrected b5 describe event or problem: on 18th april 2023 getinge became aware of an issue with one of our table tops ¿ 115030b0 - modular universal table top used with 115073bc - pair of leg plates, 4-part . As it was stated, during the surgery, the left leg plate broke out of the joint with the table top. Consequently, the patient's leg fell towards the ground. At the time of incident, the table top was in the anti-trendelenburg position and according to the provided information nothing blocked the leg plate. The patient was not harmed. The procedure was completed using a trolley which was pushed under the leg. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely fast unintended movement of leg plate leading to change in the patient's position, was to reoccur. Previous d1 brand name: pair of leg plates, 4-part. Corrected d1 brand name: modular universal table top. Previous d2 common device name: bwn; table and attachments, operating-room. Corrected d2 common device name: fqo; table, operating-room, ac-powered. Previous d4 version or model #: 115073bc. Corrected d4 version or model #: 115030b0. Previous d4 catalog #: 115073bc. Corrected d4 catalog #: 115030b0. Previous d4 serial #: (B)(6) . Corrected d4 serial #: (B)(6) . Previous d11 concomitant products: 115030b0 - modular universal table top.. Corrected d11 concomitant products: 115073bc - pair of leg plates, 4-part. Previous h4 device manufacture date: 11/01/2017. Corrected h4 device manufacture date: 10/27/2010.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 18th april 2023 getinge became aware of an issue with one of our accessories ¿ 115073bc - pair of leg plates, 4-part used with 115030b0 - modular universal table top. As it was stated, during the surgery, the left leg plate broke out of the joint with the table top. Consequently, the patient's leg fell towards the ground. At the time of incident, the table top was in the anti-trendelenburg position and according to the provided information nothing blocked the leg plate. The patient was not harmed. The procedure was completed using a trolley which was pushed under the leg. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely fast unintended movement of leg plate leading to change in the patient's position, was to reoccur.